Event description:
It was reported to boston scientific that a customer had an issue of premature coil detachment during the coil embolization of a large internal carotid artery (ica). During placement of the 8th coil (subject device) into the aneurysm, the physician noticed that some loops started to prolapse into the parent vessel. The physician tried unsuccessfully to reposition the coil and then decided to withdraw it. As he was withdrawing the coil from the aneurysm, it prematurely detached with part of the detached coil remaining in the aneurysm, and approx 16-18 cm of coil in the right ica. The physician tried unsuccessfully to retrieve the coil using a retrieval device and the coil was pushed into the right middle cerebral artery (mca) thereby blocking a branch of the mca. Approximately 15-17 cm of coil was in the mca, while the remainder of the coil was in the coil mass. The mca itself continued to fill. The pt reportedly had good crossflow across the anterior communicating artery (acom). The pt was put on aspirin and heparin with her systolic blood pressure kept between 160-180 mm hg. The pt reportedly suffered a brief mca territory infarct as a result of the coil occluding a branch of the mca. Prior to the procedure, the pt obeyed commands, opened her eyes spontaneously and was slightly confused. Currently, the pt is reported to be in stable condition, although the pt reportedly only opens her eyes to pain and is able to localize pain but does not speak.